Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with ceftazidime (1 gram, frequency and route not reported) and vancomycin (intraperitoneally, 1gram, frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered. The action taken with dianeal therapy was not reported. Additional information is not available.